Event description:
The procedure was coil embolization of a right renal artery that was not calcified and mildly tortuous, and during placement of the 5th coil ((B)(4) standard-(B)(4)/ 15244102) in the target aneurysm, when it out in the aneurysm to just 10 cm to go, the select lp-es 150/5 cm 45 shape (mc) microcatheter ((B)(4)/lot unknown) suddenly slid off the aneurysm. The physician manipulated to place the coil in the aneurysm but the result was unsuccessful. According to the physician, additional torque and force was used to push and pull the coil delivery system at the time. Afterwards, decision was made to retrieve the coil. However, when he pulled the delivery tube, the coil prematurely detached in the microcatheter (it was about 60 cm from the proximal end of the microcatheter). A snare was delivered to re-capture the coil, and the physician retrieved the delivery system in its entirety. There was no positioning difficulty with the coil. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. No kinks were noted on the mc that may have contributed to the event, and a constant and dedicated saline source was used at all times. No resistance occurred between the microcatheter and vessel, catheter, sheath, or guidewire, and the microcatheter is not going to be returned for analysis. Other than the reported event, no damages were noticed with any other section of the device coil (separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil is going to be returned for analysis. The procedure was completed with no other issues. The product is going to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15244102 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product is expected to be returned evaluation and analysis: however, has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization of a right renal artery that was not calcified and mildly tortuous, the 5th coil (orbit rdfl complex standard-(B)(4)) was being placed in the target aneurysm; when there was just 10cm to go, the select lp-es 150/5 cm 45 shape (mc) microcatheter ((B)(4)/lot unknown) suddenly slid out of position from the aneurysm. The physician attempted manipulation to place the coil in the aneurysm but the result was unsuccessful. According to the physician, additional torque and force was used to push and pull the coil delivery system at the time. The instructions for use (IFU) cautions to never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of the resistance under fluoroscopy. These manipulations of the delivery tube against resistance may cause damage and/or premature detachment of the embolic coil. Afterwards, the decision was made to retrieve the coil. However, when the delivery tube was pulled, the coil prematurely detached in the microcatheter (it was about 60 cm from the proximal end of the microcatheter). A snare was delivered to re-capture the coil, and it was retrieved in its entirety. It was reported that there was no positioning difficulty with the coil. During repositioning, the coil was left in the aneurysm, while the microcatheter was repositioned. No kinks were noted on the mc that may have contributed to the event, and a constant and dedicated saline source was used at all times. No resistance occurred between the microcatheter and vessel, catheter, sheath, or guidewire, and the microcatheter is not going to be returned for analysis. Other than the reported event, no damages were noticed with any other section of the device coil (separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc). The IFU cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. The procedure was completed with no other issues. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Procedural factors appear to have contributed to the event; therefore, no corrective actions will be taken at this time. It was reported that the orbit would be returned; however, the product returned did not match the reported device and it was confirmed that it was not the involved in the reported event; the wrong product was sent and was not related to any complaint. The involved product is not available for analysis. With review of the available information, the reported repositioning of the microcatheter over the deployed coil, and the additional torque and force used to push and pull the coil are identified procedural factors contributing to the detachment of the coil. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Procedural factors appear to have contributed to the event; therefore, no corrective actions will be taken at this time.